Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the third case that the system was being used in the system became unresponsive. The site had to perform a hard shutdown and restart and the system work fine for the remainder of the case. The procedure was delayed less than an hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the third case that the system was being used in the system became unresponsive. The site had to perform a hard shutdown and restart and the system work fine for the remainder of the case. The procedure was delayed less than an hour. No impact on patient outcome.